Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 4 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the sample photos. Analysis of the sample photos showed that the fitting component is found detached from the extension tubing and white stains were in the same fitting. Bd determined that the cause of the failure was associated to our manufacturing process. The white stains are caused by excess solvent when inserting the fitting in the tube during assembly. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the connecta wht 360deg valve tb 100cm experienced foreign matter, contaminated. The following information was provided by the initial reporter: the extension had a white plastic residue at the end of it.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the connecta wht 360deg valve tb 100cm experienced foreign matter, contaminated. The following information was provided by the initial reporter: the extension had a white plastic residue at the end of it.